Event description:
The user occasionally received questionable ion selective electrode (ise) sodium results for "about a week" that would be high then upon repeat testing, would be normal. The user could not provide a specific date of the event or specific patient data. The user did provide one example of patient results. The initial result was 169 mmol/l and the repeat result was 139 mmol/l. The data provided above was an approximation provided by the user. The user could not provide information to determine if the erroneous result was reported outside the laboratory or if the patient was adversely affected. The sodium electrode lot number was not provided. The user stated she would change the "sensor" and declined a service visit.

Manufacturer narrative:
A specific root cause could not be identified. The electrode was not available for further investigation. The issue was resolved by usage of a new electrode. No adverse events were reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.